Event description:
The user facility reported that the coating peeled off a portion of the distal glidewire during a procedure. The reporter provided the following info: the physician "felt resistance" while advancing the catheter over the wire and also during withdrawal; the guidewire was noted to have damage to the urethane coating after removal; the "stripped coating remained on the wire"; the pt was not impacted; and the procedure was completed successfully.

Manufacturer narrative:
Results is based upon eval of user facility info and pictures of involved sample; is based on testing of reserve sample. Conclusions: is based upon eval of user facility info and pictures of involved sample; is based upon testing of reserve sample. The involved device is in shipment to the mfg facility. However, photographs of the involved device were examined and confirmed that a portion of the polyurethane coating had been damaged exposing the core wire. Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specs were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description and visual appearance of the photographs are consistent with damage to the guidewire coating due to manipulation against resistance. The device labeling states warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "hearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow up. (B)(4).